Manufacturer narrative:
Livanova (B)(4) manufactures the s3 erc tubing clamp. The incident occurred in (B)(6). A service representative was dispatched to the facility to investigate. The was identified as faulty. The s3 erc tubing clamp was sent to livanova (B)(4) for a detailed investigation. Visual inspection did not identify any anomaly. The returned s3 erc tubing clamp was then connected to the s5 en-block test bench, and the configuration of the clamp was performed with no issue. Subsequently, the returned device was disassembled and visual inspection on internal components did not identify any anomaly. The components have been thermally stressed but no fault showed up after such preconditioning. Afterwards, the s3 erc tubing clamp underwent a test run (12h) with level control and alarm simulator, the clamp fitted with 3/8'' tube did not display any error message. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The reported failure could not be confirmed or reproduced. Therefore, the root cause remains unknown.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s3 erc tubing clamp suddenly closed and the icon on the centrifugal pump 5 (cp5) display disappeared during a procedure. At the same time, the cp5 displayed a timeout message. The user pressed the "opening" button and the icon returned and the unit was restored. There was no report of patient injury.